Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 19.1 mg/ml at a dose of 10 mg/day, bupivacaine 17.1 mg/ml at a dose of 8.953 mg/day, and clonidine 0.4 mg/ml at a dose of 0.20943 mg/day via an implantable pump. It was reported that the patient experienced withdrawal symptoms and a pump alarm as the motor was ¿blocked.¿ a printout of the session report showed that the pump was read and found that the motor was stalled (with a service code 232). It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2020 and the issue was resolved. The pump would be returned. At the time of the report the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train and wearing on the upper and lower shafts of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.